Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed.only lens case base and broken/torn haptic arm returned. Solution is dried on the haptic.the product investigation could not identify the root cause for the reported complaint; the reported "scratched optic" was not returned for evaluation. Only lens case base and broken/torn haptic arm was returned. Due to this, we are unable to complete a thorough investigation and determine the root cause. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, lens was implanted into patient's eye, surgeon said lens appeared to be scratched. Subsequently, it was removed during initial procedure. The procedure was completed. Additional information was requested.